Event description:
The customer reported clear fluid leaked outside between the slidemaker and analyzer involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and laboratory coat during the incident. The customer has an exposure risk management plan at the facility. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked from the probe wash on the probe wipe and replaced the probe wipe assembly to resolve the issue. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).